Event description:
It was reported the patient received therapy when a wavelet match occurred during a supraventricular tachycardia episode. The patient then went into ventricular tachycardia in the ventricular fibrillation zone and a full energy shock was delivered without success. The episode terminated by the rhythm slowing down. Following this there were non-sustained tachycardia episodes and supraventricular tachycardia episodes that were appropriate. It was further reported that there were decreased r waves and the patient had a left ventricular assist device. The device and lead remain in use. A second defibrillation lead was added to provide additional high voltage therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).